Event description:
It was reported that there had been a decreased efficacy of the deep brain stimulator system. On (B)(6) 2014, the implantable neurostimulator, two extensions, two leads and stimlocs were removed. There was a removal of the system/revision of the system in a 2 stage approach. The system had been explanted due to scans showing that the leads were not optimally placed in the globus pallidus (gpi). The leads had been placed by imri. The device was used within the patient for treatment and was replaced. There was no patient death or injury. The patient had recovered without sequelae. The patient was experiencing some symptom relief and no side effects. The patient¿s healthcare professionals felt that the patient would benefit from a new lead placement in the gpi as well as an additional lead placement in the subthalamic nucleus (stn), so 2 channels were used in the stn and 2 in the gpi. It was noted that they were re-implanting in ¿mro.¿ the patient now had 4 leads and stimlocs implanted. The system was intact and not damaged. The explant was done only due to placement issues.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va02y9t, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0214q, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3708695, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID 3387s-40, lot# va02y9t, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0214q, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_stimloc_acc, product type: accessory. Product ID neu_stimloc_acc, product type: accessory. Product ID neu_unknown_ext, product type: extension. Analysis of the two leads found no significant anomaly. The lead bodies were cut through or segmented. Analysis of the implantable neurostimulator found no significant anomalies and it was functionally ok.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va02y9t, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0214q, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_stimloc_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.